Event description:
Caller reported a malfunction on pump, identified as malfunction code 12, which occurred multiple times with no notable events leading up to it. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer requested assistance for resetting the pump, which was provided by cts. Additionally, technical support resolved the issue by sending a replacement pump with updated software, advising the customer on its use, and instructing them on returning the malfunctioning pump to tandem. There was no backup therapy available, so the caller planned to consult a healthcare provider.